Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("very severe abdominal pain"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, arthralgia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, fatigue, genital haemorrhage, and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. Since 2008, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("very severe abdominal pain"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, arthralgia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, fatigue, genital haemorrhage and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.